Event description:
It was reported that the balloon could not be deflated and the tip of the catheter was found bent. The inflated balloon was successfully removed from the patient. No pt injury reported.

Manufacturer narrative:
The balloon catheter was returned for evaluation with the guidewire. The balloon was tested for inflation/deflation and no defect was found.